Event description:
It was reported that an insulation anomaly was observed. The lead was explanted and replaced. The patient is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination found several insulation damages which are consistent with damage caused during explant procedure. All the electrical tests that could be performed were normal.